Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qlmbch /j493g50, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled-off (e.g. Removal from package, during passage through tissue, etc.)? Procedure name and how it was completed? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent and unknown surgery on (B)(6) 2021 and the suture was used. During procedure, the needle detached from suture. There were no adverse consequences for the patient. Additional information requested.